Manufacturer narrative:
This was initially reported on the summary report dated 12/23/2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced recurrence of pelvic organ prolapse, recurrence stress urinary incontinence, burning sensation when urinating, infections, mesh extrusion and pelvic pain. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR # 2183959-2016-00065, 2183959-2016-00064.